Manufacturer narrative:
(B)(4). The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing and upon return to st. Jude medical indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, the patient underwent an aortic valve replacement to replace the 25 mm sjm biocor stented tissue valve due to a suspected valve dysfunction, as evident by an increase in the transvalvular gradient. The valve was replaced with a second 25 mm sjm biocor stented tissue valve. The patient was reported to be stable postoperatively.